Event description:
The patient was thought to have experienced a seizure. The patient was admitted and observed. The patient was started on new medications for seizure prevention. The patient had no residual effects. The account continued to follow the patient closely in the left ventricular assist device (lvad) clinic.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient lost consciousness for 2.5 hours on (B)(6) 2020 from around 12:00 to 14:30. Patient was admitted. Log files were submitted. A review of the log file captured periods of pulsatility index (pi) events throughout the log file. The calculated flow was at the 2.0 liters per minute (lpm) threshold on (B)(6) 2020 at 00:29 but was not sustained long enough to trigger an audible alarms. No other unusual events were noted. Technical support noted that the patient had custom low flow software.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow faults; however, a specific cause, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. Additionally, a specific cause for the reported syncope as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) event could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 04mar2020. Heartmate 3 lvas IFU section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 6 "patient care and management" (under "ongoing patient assessment and care") includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing this event.